Event description:
It was reported that during a da vinci-assisted prostatectomy, a piece of the large suturecut needle driver's jaw broke and fell into the patient. The fragment was recovered in the same procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver involved with this complaint and completed the device evaluation which replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.071 x 0.285 was found to be broken off the yaw pulley which was not returned. The root cause is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.